Manufacturer narrative:
The system was examined and the reported event was confirmed and replicated. The company representative found a nonconforming component on the ultrasound module. The customer requested a system upgrade rather than a part replacement. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming component on the ultrasound module. However, without a sample returned, component level root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant surgery there was a loss of phacoemulsification (phaco) power. The handpiece and cassette was exchanged with no resolution to the issue. Technical services was called for support. The case was completed using an alternate system. Additional information was received indicating there was a total loss of phaco power.